Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and turned off. Customer had changed battery three times. Customer stated that they woke up and found insulin pump off. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap were not damaged and missed. The battery compartment and spring was not corroded or damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.